Event description:
Customer reportedly received results of 179 mg/dl and 66 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer self treated with glucose tablets, orange juice, and a sandwich. Low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.